Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip patient contacted a friend who is j&j employee: hip patient received hip-tep left side in (B)(6) 2021. He is now suffering from a leg length discrepancy. The left leg is 1.4 to 3.0 cm shorter than the right one. In addition, the hip head dislocated from the cup. A treatment was done non-invasive. Any movement is only possible wit help of crutches. Doi: (B)(6) 2021 left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this complaint was received for examination. The photo investigation found nothing indicative of a device nonconformance. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 10/07/2020. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 09/30/2025. 5) IFU reference: (B)(4). Device history review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 10/07/2020. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 09/30/2025. 5) IFU reference: (B)(4).